Event description:
The manufacturer received information alleging that the device has particles and cloudy water in the humidifier. Patient stated that the device is cleaned with mild soap and water one a week. Patient stated he allows to air dry and uses distilled water. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging that the device has particles and cloudy water in the humidifier. Patient stated that the device is cleaned with mild soap and water one a week. Patient stated he allows to air dry and uses distilled water. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Section g and h updated in this report.